Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not prime. This occurred while attempting to prime the set with non-baxter albumin. The reporter stated that they were able to spike the 50ml bottle; however, when the roller clamps were opened there was no flow. There was no patient involvement. No additional information is available.